Event description:
Country of complaint: (B)(6). Usp thread does not match the labeling.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch which were manufactured (B)(4) units, there are no units in stock. The open unit received had the incorrect product inside. The product found inside is a monoplus violet thread usp 5/0, 70 cm length. The needle attached to the tread is a hr17. This product corresponds to the reference (B)(4). We have checked the batch manufacturing record of both batches and it has been found that both products were packed the same day. The mix-up took place in the packaging area, some units of the 5/0 monoplus were placed in the 0 monoplus. Final conclusion: the complaint is corresponding (justified). Actions on product: we have requested all customers with this reference and batch to return the remaining units to the manufacturer. Corrective/preventive actions: we have opened a corrective action in order to avoid this kind of incidences happen in the future. (B)(4).